Event description:
It was reported that a d97120f5 could not capture during a micra case. Staff tried putting the catheter in, but it failed to capture. The temporary pacer box was exchanged but issue continued. Issue was resolved by using a new catheter. There were no patient injuries. Introducer information was requested but not provided.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A product evaluation was completed on the returned d97120f5. The reported event of "failed to capture" was confirmed. Continuity testing confirmed a full open condition of the proximal circuit. The distal circuit was found to be continuous. Cut down on the catheter body found the proximal lead wire was broken at approximately 3.5 cm proximal of distal tip. Insulation was not present on the lead wire at the location of damage. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. No visible damage was observed from catheter. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Pacing difficulty during use was confirmed through the product evaluation. As part of the manufacturing process, 100% of the units go through an electrical continuity inspection process. A device history record review was completed and documented that device met all specifications upon distribution. The instructions for use (IFU) provides the following warnings and precautions: this catheter requires special techniques for insertion and removal. Electrode dislodgement may result from pulling the catheter out through the percutaneous sheath. Avoid forceful wiping or stretching of the catheter during testing and cleaning as not to break the electrode wire circuitry. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter. Based on the available information, the complaint for pacing issue cannot be associated to the manufacturing process defect. Therefore, a root cause could not be determined at this time.